Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the implantable pulse generator, pacemaker was experiencing premature battery depletion (pbd). It was noted that the longevity has decreased from 3.5 years in march and now it is at 2.5 years. Device data showed the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, h6: impact codes, along with any other relevant fields have been updated. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the implantable pulse generator, pacemaker was experiencing premature battery depletion (pbd). It was noted that the longevity has decreased from 3.5 years in march and now it is at 2.5 years. Device data showed the power consumption is increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional adverse patient effects reported.